Manufacturer narrative:
The mini-tip and 1.8mm sleeve is not supported by this system. The company representative observed that the customer may have selected the wrong tip in the setup screen as the mini-tip is not a selectable option. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause of the customer reported event was determined to be that the customer was using a tip that is not compatible with this system. (B)(4).

Event description:
A surgeon reported the system would not prime and a system message displayed before starting a procedure. The customer indicated having to prime the system ten times before prime was successful. The customer indicated using the mini-tip phaco tip and 1.8 sleeve when the event occurred. There was a 30 minute delay to the start of the surgery while the patient was under general anesthesia. The case was completed on the same day without harm to the patient.